Event description:
It was reported that the ventilator had an error code indicating blower temperature high. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found that the air inlet filters were dirty and had not been replaced since october. The customer was advised to replace the filters and review the service manual requiring monthly filter inspection/replacement. Upon follow-up the customer reported that the filters were replaced. The device was being used for treatment when the reported event occurred. No device issue, root cause was due to user error.